Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during wedge resection, and after the firing, the cartridge was changed, however could not close the jaws. Replaced a new cartridge, and the firing was completed. No patient injury.